Event description:
Machine I-pap pressure dropped from 18cm h20 to 10cm h20. Crtt went to check out the problem. When entering the room he smelled a burning odor and then the digital monitor went out. The digital monitor is on the digital control panel (dcp) unit which controls the bipap s/t-d "ventilating support system".device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer hardware performance tests conducted, visual examination. Results of evaluation: component failure, telemetry failure, none or unknown. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.